Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU), gw, hi-torque guide wires for pta states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do advance and withdraw the guide wire slowly. Although it was reported that the physician used force in the attempts to remove the device, this was due to the guide wire being trapped in the vessels wall, therefore the force applied during removal of the guide wire seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported entrapment of the device and material separation appear to be related to operation circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire encountered resistance with the heavily calcified anatomy causing the tip to kink and get caught/trapped in the vessel. Manipulation and/or inadvertent mishandling against resistance ultimately caused the tip separation at the kink location. Additionally, the treatment appears to be related to the operational context of the procedure as an unspecified stent was deployed over the separated tip to successfully embed it against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right popliteal artery. A ht command 14 guide wire was advanced; however, the tip became stuck in the calcification. An attempt to remove the guide wire with force was made and the tip separated. An unspecified stent was deployed over the separated tip to successfully embed it against the vessel wall. There was no clinically significant delay in the procedure. No additional information was provided.